Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter zip, initial reporter facility name. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable.

Event description:
It was reported that at 0408, the nurse responded to the pump alarm. The pump was infusing 5% dextrose and sodium chloride with 20meq potassium chloride (d5ns + 20kcl) at 100ml/hr. The device displayed an air-in-line message. Upon further inspection, the bag was found to be completely empty. The bag was originally hung at 2246. Blood glucose level was checked, and the result was "86." No further orders were made according to the report. It was reported that upon further investigation by the hospital, it was found that the one liter bag of fluid was infused in about 5 hours instead of 10, despite the intended rate of 100ml/hr. In addition, when looking at the pump history by using the "restore" button, the pump is programmed at a rate of 100ml/hr. And a vtbi of 413.8ml. When looking back at the previous bag hung by the day shift nurse, according to the medication administration record (mar), the bag ran from 1527 to 2246 (about 7 hrs. Total). The customer's internal investigation also revealed "1 pressure sensor that was non-fatal and also the pressure was low, so it has been calibrated." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at 0408, the nurse responded to the pump alarm. The pump was infusing 5% dextrose and sodium chloride with 20meq potassium chloride (d5ns + 20kcl) at 100ml/hr. The device displayed an air-in-line message. Upon further inspection, the bag was found to be completely empty. The bag was originally hung at 2246. Blood glucose level was checked, and the result was "86." No further orders were made according to the report. It was reported that upon further investigation by the hospital, it was found that the one liter bag of fluid was infused in about 5 hours instead of 10, despite the intended rate of 100ml/hr. In addition, when looking at the pump history by using the "restore" button, the pump is programmed at a rate of 100ml/hr. And a vtbi of 413.8ml. When looking back at the previous bag hung by the day shift nurse, according to the medication administration record (mar), the bag ran from 1527 to 2246 (about 7 hrs. Total). The customer's internal investigation also revealed "1 pressure sensor that was non-fatal and also the pressure was low, so it has been calibrated." There was patient involvement but no harm.